Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the service test for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope focus was not working and the picture was blurry. The scope was sent to biomed for repair. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was provided for this device, however, there's no record of the device ever being sold by maquet,therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during the service test for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope focus was not working and the picture was blurry. The scope was sent to biomed for repair. The hospital did not report any patient effects.